Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to a flattened button dome switch. The insulin pump was received with a severely scratched display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after the buttons were not responding. The customer's blood glucose level was 16 mmol/l. No significant events leading up to the alarm were recalled. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.